Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. The procedure was performed under general anesthesia. Fiducial markers were placed transperineally. On computed tomography (CT) scan it appears that the hydrogel has made it into the venous plexus, and it climbs up to the left pelvic veins. The external beam radiation treatment was still ongoing. The patient was reported as asymptomatic.